Event description:
Customer reported issue with pump's wake-up button, which was not functioning properly. There was no information provided on any impact to the customer¿s blood glucose level. Pump was returned for evaluation, and a replacement pump was issued.